Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. Attachment: article titled, staged endovascular recanalization for symptomatic atherosclerotic non-acutely occluded internal carotid artery.

Event description:
This was reported based on literature review. A 78-year-old male presented with right hand weakness and slurred speech. Imaging revealed infarction in the left insula, frontal, and temporal lobes, with occlusion of the left internal carotid artery (ica) at the c1¿cavernous segment. The first-stage endovascular treatment was performed 40 days after imaging-confirmed occlusion and involved balloon angioplasty (pta), which successfully recanalized the vessel. However, a type c iatrogenic dissection was observed at the c1 segment which was noted to be caused by an abbot guidewire. No stent was placed, and the patient was managed conservatively. Abbott devices used during the procedure included the hi-torque pilot-50, command, and command es guidewires. Despite initial success, follow-up cta on (B)(6) 2021, revealed reocclusion of the left ica from the c1 to c4 segments. The patient remained clinically stable with a modified rankin scale (mrs) score of 0 at 19-month follow-up. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported vascular dissection, and the relationship to the product, if any, cannot be determined. The reported patient effect of vascular dissection is not listed in the hi-torque guide wires for pta instructions for use as a known adverse event; however vascular dissection is listed in the no-fault errors for coronary and endovascular products risk assessment as a foreseeable event. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.